Manufacturer narrative:
Corrected data: in reviewing the initial MDR (B)(4), it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) had a defect. No other information was provided. Through follow-up, it was learned that there was patient contact with the patient's left eye, but no patient injury or complications. The procedure was successfully completed using a back-up lens (same model, same diopter). No specific details were available regarding the iol defect. No additional information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 13, 2022 device evaluation: no lens was received as part of this return, therefore no product evaluation could be performed on the lens. Visual inspection, of the handpiece, under magnification revealed viscoelastic residue on the inside of the cartridge. The external handpiece was inspected, and no issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.